Event description:
Event verbatim [preferred term] second degree deep burn/ she had received a burn/ her lower back became blistered [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (batch number and expiry date not provided) from an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history was and concomitant medications were not provided. It was reported that the patient had been in spain and purchased thermacare heart wraps whilst there about six months prior to this report. The heat wraps were worn for about 6 hours. Then she noticed that she had received a burn. Her lower back became blistered. She has received medical treatment in spain. The doctors advised she received a second degree deep burn. The patient still had the other wrap from the pack. The action taken in response to the event and the outcome of the event were unknown. Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Company clinical evaluation comment: based on the information provided, the event "second degree deep burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the event "second degree deep burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Second degree deep burn/ she had received a burn/ her lower back became blistered, . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (batch number and expiry date not provided) from an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history was and concomitant medications were not provided. It was reported that the patient had been in (B)(6) and purchased thermacare heart wraps whilst there about six months prior to this report. The heat wraps were worn for about 6 hours. Then she noticed that she had received a burn. Her lower back became blistered. She has received medical treatment in (B)(6). The doctors advised she received a second degree deep burn. The patient still had the other wrap from the pack. In the follow-up report, the photos of the burns were provided. The photos showed that the full location of the blisters were extending around the hip to the abdominal area. The action taken in response to the event and the outcome of the event were not resolved. The (B)(6) acknowledged the receipt of the notification. The (B)(4). Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (28oct2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The (B)(6) acknowledged the receipt of the notification. The (B)(4). Company clinical evaluation comment based on the information provided, the event "second degree deep burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "second degree deep burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Event description:
Second degree deep burn/ she had received a burn/ her lower back became blistered/ very painful for her [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (batch number and expiry date not provided) from an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history was and concomitant medications were not provided. It was reported that the patient had been in spain and purchased thermacare heart wraps whilst there about six months prior to this report. The heat wraps were worn for about 6 hours. Then she noticed that she had received a burn. Her lower back became blistered. She has received medical treatment in spain. The doctors advised she received a second degree deep burn. The patient still had the other wrap from the pack. In the follow-up report, the photos of the burns were provided. The photos showed that the full location of the blisters were extending around the hip to the abdominal area. She had received paperwork to fill in and had also received a reminder email on this, however at the current time was unable to fill in all the information as it was over in her property in (B)(6). She was hoping to be able to go back week commencing (B)(6) 2016 however she said that this was dependent on whether she was fit to travel or not. She claimed to still be suffering 'all these months on' and it was very painful for her. She requested feedback on how this case was going to be handled and had mentioned that she may be going down the court route to seek compensation. The action taken in response to the event and the outcome of the event was not resolved. The vigilance unit of the (B)(6) acknowledged the receipt of the notification. (B)(4). Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (28oct2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of the (B)(6) acknowledged the receipt of the notification. (B)(4). Follow-up (25nov2016): new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. She had mentioned that she may be going down the court route to seek compensation. Company clinical evaluation comment based on the information provided, the event "second degree deep burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "second degree deep burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree grade b burn/burn with exudative lesions and blisters as well as brown and red coloured skin [burns second degree] , possibly because of a malfunction because the product had a leak [device issue] , the scars/the patient still had pain and scars/ scarred skin [scar pain] , irritation when wearing clothes [skin irritation] , nerve damage [nerve injury] , skin damage [skin injury] , pain/burning sensation. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number m19508, expiration date: aug 2019) from (B)(6) 2016 to (B)(6) 2016 for lower back pain relief. The patient's medical history was not provided. The patient was not taking any other medication during the time adverse event was experienced. The patient was not pregnant or post-menopausal. The patient had previously used the thermacare patch product in (B)(6) 2015 for 3 days with no adverse problems. It was reported the patient had been in (B)(6) and purchased thermacare heartwraps. The patient reported she wore a heatwrap for approximately 6 hours when she noticed she had experienced a burn, her lower back became blistered. The patient stated upon removing the product, the burning and blisters were evident. She received unspecified medical treatment in (B)(6). The doctors advised she received a second degree deep burn. She still had the other heatwrap from the packaging but had discarded the patch that had burned her as her first thought was to attend to the serious burns the heatwrap had given her. To this end, she immediately went to her doctor for an emergency consultation on (B)(6) 2016. The physician's notes stated the patient experienced a burn in the right lumboabdominal region approximately 32 cm in length and 8 cm in width. During examination, it was observed a burn with exudative lesions and blisters as well as brown and red coloured skin. The patient was diagnosed with a second degree grade b burn. She received unspecified treatment from (B)(6) 2016 through (B)(6) 2016. The patient returned to england, where was she advised to continue treatment with her general practitioner. The patient reported to still be suffering many months later and it was very painful for her. She experienced irritation when wearing clothes from may(B)(6) 2016 which did not require treatment. The patient reported experiencing nerve damage. None of the events reported required hospitalization. An unspecified anti-biotic cream was applied. Blisters worsened so the doctor used spectracef followed by 4 week daily dressings and strong pain killers. One year later, the scars and burning sensation was still present. The patient thought it was possibly because of a malfunction because the product had a leak. At the time of the report the patient still had pain and scars and was using aveeno cream to try to reduce pain. The patient stated it was a shocking experience from which she had not recovered and continued to suffer. The patient had scarred skin, treatment pain and had spent considerable money on treatment. The presentation of the thermacare box was red. At the time of the report the patient was not under the care of a physician for any medical condition. The patient's skin tone was medium (neither light nor dark) and she denied having any abnormal skin conditions. She had used other heat products various times in the past with no problems. The patient attached the adhesive to her clothing and wore the heatwrap for approximately 6 hours. She did not engage in any exercise whilst using the product. The patient checked her skin 2 times while wearing thermacare, the second time the patient could see skin damage. She did read the usage instructions for thermacare heatwraps prior to using the product. Action taken in response to the event was permanently withdrawn on (B)(6) 2017. Clinical outcome of the events was not resolved. The vigilance unit of the (B)(6) agency of medicines and medical devices (aemps) acknowledged the receipt of the notification. The aemps's reference number was (B)(4). Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (B)(6) 2016: new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of the (B)(6) agency of medicines and medical devices (aemps) acknowledged the receipt of the notification. The aemps's reference number was ps/cv/cpf/363(B)(4)73. Follow-up (B)(4) 2016: new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. Follow-up (B)(4) 2017: this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: amend pfizer received date in the narrative. The follow-up statement received on (B)(4) 2017, not (B)(4) 2016 which was previously reported in the narrative. Amendment: this follow-up report is being submitted to amend previously reported information: clarifying results of manufacturers final investigation. Follow-up ((B)(4) 2017): new information reported from the same contactable consumer included: patient age, product data (therapy date, indication and action taken), concomitant drug (none), and new events ("the scars/the patient still had pain and scars/ scarred skin", "irritation when wearing clothes", "nerve damage", "skin damage", "pain/burning sensation" and "possibly because of a malfunction because the product had a leak"). Follow-up ((B)(4) 2017): new information received from a contactable consumer in the form of her doctor's report includes: suspect product lot number, suspect product expiration date, updated events onset date and further description of the patient's second degree burn. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the patient sustained a second degree burn, skin damage, nerve damage, skin irritation when wearing clothes and currently receiving treatment for pain/burning sensation and scarred skin. The events described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The narrative states that patient "thought it was possibly because of a malfunction because the product had a leak"; however, there was no information provided to support the alleged report of malfunction/product had leak. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual.

Event description:
Her lower back became blistered/ second degree deep burn/ lower back became blistered/ blisters and sharp stabbing pains/ blisters worsened [burns second degree] , possibly because of a malfunction because the product had a leak [device issue] , the scars/the patient still had pain and scars/ scarred skin [scar pain] , irritation when wearing clothes [skin irritation] , nerve damage [nerve injury] , skin damage [skin disorder] , pain/burning sensation [burning sensation] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip) (batch number and expiry date not provided) from (B)(6) 2016 for lower back pain relief. The patient's medical history was not provided. The patient was not taking any other medication during the time adverse event was experienced. The patient was not pregnant or post-menopausal. The patient had previously used the thermacare patch product in (B)(6) 2015 for 3 days with no adverse problems. It was reported the patient had been in spain and purchased thermacare heartwraps. The patient reported she had worn the thermacare lower back and hip for approximately 6 hours when she noticed she had experienced a burn. Her lower back became blistered. She received unspecified medical treatment in (B)(6). The doctors advised she received a second degree deep burn. The patient still had the other wrap from the pack. In the follow-up report, the photos of the burns were provided. The photos showed that the full location of the blisters was extending around the hip to the abdominal area. She claimed to still be suffering 'all these months' and it was very painful for her. As of (B)(6) 2017, the patient stated she had used thermacare for 6 hours before the events. The patient experienced burning on (B)(6) 2016 for 3-4 hours. The patient also developed blisters and sharp stabbing pains from (B)(6) 2016 which required treatment. The patient also experienced irritation when wearing clothes from (B)(6) 2016 which did not require treatment. The patient reported experiencing nerve damage. None of the events required hospitalization. The patient stated on removing the product burning and blisters were evident. The patient consulted her doctor who assessed burns. Anti-biotic cream was applied. Blisters worsened so the doctor used spectracef followed by 4 week daily dressings and strong pain killers. One year later, the scars and burning sensation was still present. The patient thought it was possibly because of a malfunction because the product had a leak. At the time of the report the patient still had pain and scars and was using aveeno cream to try to reduce pain. The patient stated it was a shocking experience from which she had not recovered and continued to suffer. The patient had scarred skin, treatment pain and had spent considerable money on treatment. The presentation of the thermacare box was red. At the time of the report the patient was not under the care of a physician for any medical condition. The patient's skin tone was medium (neither light nor dark). The patient did not have any abnormal skin conditions. The patient had used other heat products various times in the past with no problems. The patient attached the adhesive to her clothing and wore the product for approximately 6 hours. The patient did not engage in any exercise whilst using the product. The patient checked her skin 2 times while wearing thermacare, the second time the patient could see skin damage. The patient did read the usage instructions on thermacare before the use of the product. Action taken in response to the event was permanently withdrawn on (B)(6) 2017. Clinical outcome of the event was not resolved. The vigilance unit of the (B)(6) acknowledged the receipt of the notification. (B)(6). Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (28oct2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of the (B)(6). Follow-up (25nov2016): new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. Follow-up (02feb2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: amend pfizer received date in the narrative. The follow-up statement received on 02feb2017, not 02feb2016 which was previously reported in the narrative. Amendment: this follow-up report is being submitted to amend previously reported information: clarifying results of manufactures final investigation. Follow-up (09may2017): new information reported from the same contactable consumer included: patient age, product data (therapy date, indication and action taken), concomitant drug (none), and new events ("the scars/the patient still had pain and scars/ scarred skin", "irritation when wearing clothes", "nerve damage", "skin damage", "pain/burning sensation" and "possibly because of a malfunction because the product had a leak"). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the patient sustained a second degree burn, skin damage, nerve damage, skin irritation when wearing clothes and currently receiving treatment for pain/burning sensation and scarred skin. The events described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The narrative states that patient "thought it was possibly because of a malfunction because the product had a leak"; however, there was no information provided to support the alleged report of malfunction/product had leak. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual., comment: based on the information provided, the patient sustained a second degree burn, skin damage, nerve damage, skin irritation when wearing clothes and currently receiving treatment for pain/burning sensation and scarred skin. The events described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The narrative states that patient "thought it was possibly because of a malfunction because the product had a leak"; however, there was no information provided to support the alleged report of malfunction/product had leak. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges an adverse event. The cause of the alleged adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] second degree grade b burn/burn with exudative lesions and blisters as well as brown and red coloured skin [burns second degree] , possibly because of a malfunction because the product had a leak [device issue] , the scars/the patient still had pain and scars/ scarred skin [scar pain], irritation when wearing clothes [skin irritation], nerve damage [nerve injury], skin damage [skin injury], pain/burning sensation [burning sensation. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m19508, expiration date: jul2018) from (B)(6) 2016 for lower back pain relief. The patient's medical history was not provided. The patient was not taking any other medication during the time adverse event was experienced. The patient was not pregnant or post-menopausal. The patient had previously used the thermacare patch product in (B)(6) 2015 for 3 days with no adverse problems. It was reported the patient had been in spain and purchased thermacare heartwraps. The patient reported she wore a heatwrap for approximately 6 hours when she noticed she had experienced a burn, her lower back became blistered. The patient stated upon removing the product, the burning and blisters were evident. She received unspecified medical treatment in spain. The doctors advised she received a second degree deep burn. She still had the other heatwrap from the packaging but had discarded the patch that had burned her as her first thought was to attend to the serious burns the heatwrap had given her. To this end, she immediately went to her doctor for an emergency consultation on (B)(6) 2016. The physician's notes stated the patient experienced a burn in the right lumboabdominal region approximately 32 cm in length and 8 cm in width. During examination, it was observed a burn with exudative lesions and blisters as well as brown and red coloured skin. The patient was diagnosed with a second degree grade b burn. She received unspecified treatment from (B)(6) 2016. The patient returned to england, where was she advised to continue treatment with her general practitioner. The patient reported to still be suffering many months later and it was very painful for her. She experienced irritation when wearing clothes from (B)(6) 2016 which did not require treatment. The patient reported experiencing nerve damage. None of the events reported required hospitalization. An unspecified anti-biotic cream was applied. Blisters worsened so the doctor used spectracef followed by 4 week daily dressings and strong pain killers. One year later, the scars and burning sensation was still present. The patient thought it was possibly because of a malfunction because the product had a leak. At the time of the report the patient still had pain and scars and was using aveeno cream to try to reduce pain. The patient stated it was a shocking experience from which she had not recovered and continued to suffer. The patient had scarred skin, treatment pain and had spent considerable money on treatment. The presentation of the thermacare box was red. At the time of the report the patient was not under the care of a physician for any medical condition. The patient's skin tone was medium (neither light nor dark) and she denied having any abnormal skin conditions. She had used other heat products various times in the past with no problems. The patient attached the adhesive to her clothing and wore the heatwrap for approximately 6 hours. She did not engage in any exercise whilst using the product. The patient checked her skin 2 times while wearing thermacare, the second time the patient could see skin damage. She did read the usage instructions for thermacare heatwraps prior to using the product. Action taken in response to the event was permanently withdrawn on (B)(6) 2017. Clinical outcome of the events was not resolved. The vigilance unit of the spanish agency of medicines and medical devices (aemps) acknowledged the receipt of the notification. The aemps's reference number was (B)(4). The product quality complaints group reported the investigation result from the manufacturing site (B)(4) in regards to the batch number: m19508, expiry date: jul2018. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges an adverse event. The cause of the alleged adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (28oct2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of the spanish agency of medicines and medical devices (aemps) acknowledged the receipt of the notification. The aemps's reference number was (B)(4). Follow-up (25nov2016): new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. Follow-up (02feb2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: (B)(6) received date in the narrative. The follow-up statement received on 02feb2017, not 02feb2016 which was previously reported in the narrative. Amendment: this follow-up report is being submitted to amend previously reported information: clarifying results of manufacturers final investigation. Follow-up (09may2017): new information reported from the same contactable consumer included: patient age, product data (therapy date, indication and action taken), concomitant drug (none), and new events ("the scars/the patient still had pain and scars/ scarred skin", "irritation when wearing clothes", "nerve damage", "skin damage", "pain/burning sensation" and "possibly because of a malfunction because the product had a leak"). Follow-up ( 04jul2017): new information received from a contactable consumer in the form of her doctor's report includes: suspect product lot number, suspect product expiration date, updated events onset date and further description of the patient's second degree burn. Follow-up attempts are completed. No further information is expected. Follow-up (24aug2017): new information reported from the product quality complaints group includes: investigation results and updated expiration date. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the report of second degree burn, skin damage, nerve damage, skin irritation when wearing clothes and pain/burning sensation and scarred skin are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. The narrative states that patient "thought it was possibly because of a malfunction because the product had a leak"; however, there was no information provided to support the alleged report of malfunction/product had leak. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges an adverse event. The cause of the alleged adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The summary investigation report stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met the wrap batch average temperature of 37.6¿c - 41.6¿c for product release per lower back and hip (B)(4), effective date: 28-apr-2015. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Second degree grade b burn/burn with exudative lesions and blisters as well as brown and red coloured skin [burns second degree], possibly because of a malfunction because the product had a leak [device issue], the scars/the patient still had pain and scars/ scarred skin [scar pain], irritation when wearing clothes [skin irritation] , nerve damage [nerve injury], skin damage [skin injury], pain/burning sensation [burning sensation]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m19508, expiration date: jul2018) from (B)(6) 2016 for lower back pain relief. The patient's medical history was not provided. The patient was not taking any other medication during the time adverse event was experienced. The patient was not pregnant or post-menopausal. The patient had previously used the thermacare patch product in (B)(6) 2015 for 3 days with no adverse problems. It was reported the patient had been in (B)(6) and purchased thermacare heatwraps. The patient reported she wore a heatwrap for approximately 6 hours when she noticed she had experienced a burn, her lower back became blistered. The patient stated upon removing the product, the burning and blisters were evident. She received unspecified medical treatment in (B)(6). The doctors advised she received a second degree deep burn. She still had the other heatwrap from the packaging but had discarded the patch that had burned her as her first thought was to attend to the serious burns the heatwrap had given her. To this end, she immediately went to her doctor for an emergency consultation on (B)(6) 2016. The physician's notes stated the patient experienced a burn in the right lumboabdominal region approximately 32 cm in length and 8 cm in width. During examination, it was observed a burn with exudative lesions and blisters as well as brown and red coloured skin. The patient was diagnosed with a second degree grade b burn. She received unspecified treatment from (B)(6) 2016 through (B)(6) 2016. The patient returned to (B)(6), where was she advised to continue treatment with her general practitioner. The patient reported to still be suffering many months later and it was very painful for her. She experienced irritation when wearing clothes from (B)(6) 2016 which did not require treatment. The patient reported experiencing nerve damage. None of the events reported required hospitalization. An unspecified anti-biotic cream was applied. Blisters worsened so the doctor used spectracef followed by 4 week daily dressings and strong pain killers. One year later, the scars and burning sensation was still present. The patient thought it was possibly because of a malfunction because the product had a leak. At the time of the report the patient still had pain and scars and was using aveeno cream to try to reduce pain. The patient stated it was a shocking experience from which she had not recovered and continued to suffer. The patient had scarred skin, treatment pain and had spent considerable money on treatment. The presentation of the thermacare box was red. At the time of the report the patient was not under the care of a physician for any medical condition. The patient's skin tone was medium (neither light nor dark) and she denied having any abnormal skin conditions. She had used other heat products various times in the past with no problems. The patient attached the adhesive to her clothing and wore the heatwrap for approximately 6 hours. She did not engage in any exercise whilst using the product. The patient checked her skin 2 times while wearing thermacare, the second time the patient could see skin damage. She did read the usage instructions for thermacare heatwraps prior to using the product. Action taken in response to the event was permanently withdrawn on 25apr2017. Clinical outcome of the events was not resolved. The vigilance unit of the (B)(6) agency of medicines and medical devices (aemps) acknowledged the receipt of the notification. The aemps's reference number was (B)(4). The product quality complaints group reported the investigation result from the manufacturing site pfizer (B)(6) in regards to the batch number: m19508, expiry date: jul2018. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges an adverse event. The cause of the alleged adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The summary investigation report stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met the wrap batch average temperature of 37.6¿c - 41.6¿c for product release per lower back and hip spec-23451, effective date: 28-apr-2015. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (28oct2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of the (B)(6) agency of medicines and medical devices (aemps) acknowledged the receipt of the notification. The aemps's reference number was (B)(4). Follow-up (25nov2016): new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. Follow-up (02feb2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: amend pfizer received date in the narrative. The follow-up statement received on 02feb2017, not 02feb2016 which was previously reported in the narrative. Amendment: this follow-up report is being submitted to amend previously reported information: clarifying results of manufacturers final investigation. Follow-up (09may2017): new information reported from the same contactable consumer included: patient age, product data (therapy date, indication and action taken), concomitant drug (none), and new events ("the scars/the patient still had pain and scars/ scarred skin", "irritation when wearing clothes", "nerve damage", "skin damage", "pain/burning sensation" and "possibly because of a malfunction because the product had a leak"). Follow-up (04jul2017): new information received from a contactable consumer in the form of her doctor's report includes: suspect product lot number, suspect product expiration date, updated events onset date and further description of the patient's second degree burn. Follow-up attempts are completed. No further information is expected. Follow-up (24aug2017): new information reported from the product quality complaints group includes: investigation results and updated expiration date. Follow-up attempts are completed. No further information is expected. Follow-up (06nov2017): new information reported from the product quality complaints group includes: summary investigation report. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the report of second degree burn, skin damage, nerve damage, skin irritation when wearing clothes and pain/burning sensation and scarred skin are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. The narrative states that patient "thought it was possibly because of a malfunction because the product had a leak"; however, there was no information provided to support the alleged report of malfunction/product had leak. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges an adverse event. The cause of the alleged adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The summary investigation report stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met the wrap batch average temperature of 37.6¿c - 41.6¿c for product release per lower back and hip spec-23451, effective date: 28-apr-2015. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Second degree grade b burn/burn with exudative lesions and blisters as well as brown and red coloured skin [burns second degree], possibly because of a malfunction because the product had a leak [device issue], the scars/the patient still had pain and scars/ scarred skin [scar pain], irritation when wearing clothes [skin irritation] , nerve damage [nerve injury] , skin damage [skin injury] , pain/burning sensation [burning sensation]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m19508, expiration date: jul2018) from (B)(6) 2016 for lower back pain relief. The patient's medical history was not provided. The patient was not taking any other medication during the time adverse event was experienced. The patient was not pregnant or post-menopausal. The patient had previously used the thermacare patch product in (B)(6) 2015 for 3 days with no adverse problems. It was reported the patient had been in (B)(6) and purchased thermacare heatwraps. The patient reported she wore a heatwrap for approximately 6 hours when she noticed she had experienced a burn, her lower back became blistered. The patient stated upon removing the product, the burning and blisters were evident. She received unspecified medical treatment in (B)(6). The doctors advised she received a second degree deep burn. She still had the other heatwrap from the packaging but had discarded the patch that had burned her as her first thought was to attend to the serious burns the heatwrap had given her. To this end, she immediately went to her doctor for an emergency consultation on (B)(6) 2016. The physician's notes stated the patient experienced a burn in the right lumboabdominal region approximately 32 cm in length and 8 cm in width. During examination, it was observed a burn with exudative lesions and blisters as well as brown and red coloured skin. The patient was diagnosed with a second degree grade b burn. She received unspecified treatment from (B)(6) 2016 through (B)(6) 2016. The patient returned to (B)(6), where was she advised to continue treatment with her general practitioner. The patient reported to still be suffering many months later and it was very painful for her. She experienced irritation when wearing clothes from (B)(6) 2016 which did not require treatment. The patient reported experiencing nerve damage. None of the events reported required hospitalization. An unspecified anti-biotic cream was applied. Blisters worsened so the doctor used spectracef followed by 4 week daily dressings and strong pain killers. One year later, the scars and burning sensation was still present. The patient thought it was possibly because of a malfunction because the product had a leak. At the time of the report the patient still had pain and scars and was using aveeno cream to try to reduce pain. The patient stated it was a shocking experience from which she had not recovered and continued to suffer. The patient had scarred skin, treatment pain and had spent considerable money on treatment. The presentation of the thermacare box was red. At the time of the report the patient was not under the care of a physician for any medical condition. The patient's skin tone was medium (neither light nor dark) and she denied having any abnormal skin conditions. She had used other heat products various times in the past with no problems. The patient attached the adhesive to her clothing and wore the heatwrap for approximately 6 hours. She did not engage in any exercise whilst using the product. The patient checked her skin 2 times while wearing thermacare, the second time the patient could see skin damage. She did read the usage instructions for thermacare heatwraps prior to using the product. Action taken in response to the event was permanently withdrawn on 25apr2017. Clinical outcome of the events was not resolved. The vigilance unit of the (B)(6) acknowledged the receipt of the notification. The (B)(6) reference number was (B)(4). The product quality complaints group reported the investigation result from the manufacturing site pfizer (B)(4) in regards to the batch number: m19508, expiry date: jul2018. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges an adverse event. The cause of the alleged adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The summary investigation report stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met the wrap batch average temperature of 37.6¿c - 41.6¿c for product release per lower back and hip spec-23451, effective date: 28-apr-2015. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (28oct2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of the (B)(6) acknowledged the receipt of the notification. The (B)(6) reference number was (B)(4). Follow-up (25nov2016): new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. Follow-up (02feb2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: amend pfizer received date in the narrative. The follow-up statement received on 02feb2017, not 02feb2016 which was previously reported in the narrative. Amendment: this follow-up report is being submitted to amend previously reported information: clarifying results of manufacturers final investigation. Follow-up (09may2017): new information reported from the same contactable consumer included: patient age, product data (therapy date, indication and action taken), concomitant drug (none), and new events ("the scars/the patient still had pain and scars/ scarred skin", "irritation when wearing clothes", "nerve damage", "skin damage", "pain/burning sensation" and "possibly because of a malfunction because the product had a leak"). Follow-up (04jul2017): new information received from a contactable consumer in the form of her doctor's report includes: suspect product lot number, suspect product expiration date, updated events onset date and further description of the patient's second degree burn. Follow-up attempts are completed. No further information is expected. Follow-up (24aug2017): new information reported from the product quality complaints group includes: investigation results and updated expiration date. Follow-up attempts are completed. No further information is expected. Follow-up (06nov2017): new information reported from the product quality complaints group includes: summary investigation report. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. The country of incidence was confirmed to be (B)(6); not (B)(6) was previously reported., comment: based on the information provided, the report of second degree burn, skin damage, nerve damage, skin irritation when wearing clothes and pain/burning sensation and scarred skin are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. The narrative states that patient "thought it was possibly because of a malfunction because the product had a leak"; however, there was no information provided to support the alleged report of malfunction/product had leak. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] second degree deep burn/ lower back became blistered [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (batch number and expiry date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not provided. It was reported the patient had been in (B)(6) and purchased thermacare heartwraps whilst there about six months prior to this report. The patient reported she had worn the heatwrap for approximately 6 hours when she noticed she had experienced a burn on an unspecified date. Her lower back became blistered. She received unspecified medical treatment in (B)(6). The doctors advised she received a second degree deep burn. The patient still had the other wrap from the pack. In the follow-up report, the photos of the burns were provided. The photos showed that the full location of the blisters were extending around the hip to the abdominal area. She had received paperwork to fill in and had also received a reminder email on this, however at the current time was unable to fill in all the information as it was over in her property in (B)(6). She was hoping to be able to go back week commencing (B)(6) 2016; however, she said this was dependent on whether she was fit to travel or not. She claimed to still be suffering 'all these months' and it was very painful for her. Action taken in response to the event was unknown. Therapeutic measures taken included unspecified medical treatment. Clinical outcome of the event was not resolved. The vigilance unit of the (B)(6) acknowledged the receipt of the notification. The (B)(6) reference number was (B)(6). Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up ((B)(6) 2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of the (B)(6) acknowledged the receipt of the notification. The (B)(6) reference number was (B)(6). Follow-up (25nov2016): new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. Follow-up (02feb2016): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event 'burns second degree' as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event 'burns second degree' as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Event description:
Second degree deep burn/ lower back became blistered [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (batch number and expiry date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not provided. It was reported the patient had been in (B)(6) and purchased thermacare heartwraps whilst there about six months prior to this report. The patient reported she had worn the heatwrap for approximately 6 hours when she noticed she had experienced a burn on an unspecified date. Her lower back became blistered. She received unspecified medical treatment in (B)(6). The doctors advised she received a second degree deep burn. The patient still had the other wrap from the pack. In the follow-up report, the photos of the burns were provided. The photos showed that the full location of the blisters were extending around the hip to the abdominal area. She had received paperwork to fill in and had also received a reminder email on this, however at the current time was unable to fill in all the information as it was over in her property in (B)(6). She was hoping to be able to go back week commencing (B)(6) 2016; however, she said this was dependent on whether she was fit to travel or not. She claimed to still be suffering 'all these months' and it was very painful for her. Action taken in response to the event was unknown. Therapeutic measures taken included unspecified medical treatment. Clinical outcome of the event was not resolved. The vigilance unit of (B)(6) acknowledged the receipt of the notification. The (B)(6) (B)(4). Additional information has been requested and will be provided as it becomes available. The event burns second degree occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (28oct2016): new information received includes: the photos of the burns, event outcome was updated to not resolved. The vigilance unit of (B)(6) acknowledged the receipt of the notification. The (B)(6) (B)(4). Follow-up (25nov2016): new information received from the contactable consumer includes: she claimed to still be suffering 'all these months on' and it was very painful for her. Follow-up (02feb2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event 'burns second degree' as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. Amendment: this follow-up report is being submitted to amend previously reported information: amend pfizer received date in the narrative. The follow-up statement received on 02feb2017, not 02feb2016 which was previously reported in the narrative., comment: based on the information provided, the event 'burns second degree' as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.